Event description:
Patient reported alleged injury to her child after using bhs unit in 2008. According to the patient, she was unaware that she was (B)(6) pregnant while using the device. The patient alleges that the usage of the device during her pregnancy has subsequently led to her child being diagnosed with enamel hypoplasia. This report is based upon allegations by patient's claim and the allegations contained therein are unverified.

Manufacturer narrative:
Non-invasive bone growth stimulation devices have been available in the market since 1979 and no similar reported incident was found. The user's manual specifically states: "not for use by patients who are pregnant or becoming pregnant" the claims of the reported incident remain unverified.

Manufacturer narrative:
No product has been returned for evaluation. The allegations of the complaint are unverified. Note: the user's manual contains the following warning against usage of the system during pregnancy: "not for use by patients who are pregnant or becoming pregnant" "use of the ebi bone healing system stimulator on pregnant patients has not been evaluated; therefore, it is not recommended in these cases." "Use of the bone healing system on pregnant patients has not been evaluated therefore, it is not recommended in these cases. If you become pregnant, notify your physician immediately." No further information has been received. No conclusion can be drawn as to the cause of the reported event.